Manufacturer narrative:
This report is the second of two tubes reported by the customer. The first tube reference is reported on report 2936999-2011-00536.

Event description:
It was reported the customer stated the tracheostomy cannula "presents a leak" when the procedure was being performed." "Another cannula with the same lot number was used and presented leak again."